Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) received nine inappropriate shocks due to air entrapment. Technical services (ts) discussed attempting to massage and palpate to determine the location of the air. The field representative was sending in imaging. Ts discussed either programming a vector that does not incorporate the air or to consider turning therapy off until the air is absorbed. This s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) received nine inappropriate shocks due to air entrapment. Technical services (ts) discussed attempting to massage and palpate to determine the location of the air. The field representative was sending in imaging. Ts discussed either programming a vector that does not incorporate the air or to consider turning therapy off until the air is absorbed. This s-ICD remains in service. No additional adverse patient effects were reported. Additional information from the field representative was received that therapy was turned off, and this patient will be re-evaluated at a future follow up, as this patient wants this s-ICD removed.